Manufacturer narrative:
Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis. Issue resolved upon call to technical services. Issue resolved on call.

Event description:
Medtronic received information regarding a navigation system during an electrode and probe placement. It was reported that the site was conducting a cranial 3 nexframe case and placed a cannula then proceeded to conduct a confirmation spin. The placement was found to be off by 2mm, parallel to the plan in the anterior direction. The site re-planned and re-aligned to get to the correct area and the next post-op spin showed there was no inaccuracy. The surgery as completed with less than an hour delay. There was no patient impact.

Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: fdam code provided. If information is provided in the future, a supplemental report will be issued.